Manufacturer narrative:
The reported event occurred on an unspecified date in (B)(6) 2017. The device was received for evaluation. Visual inspection identified particles inside the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in a total parenteral bag. The reporter stated fibers were observed inside the bag during visual inspection. There was no patient involvement. No additional information is available.